Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted and replaced. During the explant procedure, the atrial lead was inappropriately capturing the right ventricle. The atrial lead was tested through the pacing system analyzer and the new device. The atrial lead was no longer inappropriately capturing the right ventricle and the physician alleged this anomaly was due to the device. Following explant, discoloration of the device header was observed. The patient was in stable condition.

Manufacturer narrative:
The reported events of electronics performance indicator, inappropriate capture and material discoloration were confirmed. The device was received at end-of-service (eos) voltage levels. Device image analysis revealed a sharp drop in battery voltage levels. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.